Manufacturer narrative:
The device history records for radiesse lot 1021743 were reviewed; all required testing specifications were met prior to release and there were no abnormalities noted for these lots.

Event description:
Physician reported that a patient was injected with 1.6cc radiesse injectable implant in the nasolabial folds and upper lip on (B)(6) 2010. A 0.02 cc of 2% lidocaine was used for each 0.8 cc syringe of radiesse. The pt experienced an immediate pain and bruising at the left nasolabial fold; and four days post injection, experienced erythema, blistering and lesions at the left nasolabial fold and upper lip, diagnosed as herpetic outbreak or shingles. The patient was initially treated with ice to area and oral hydrocodone prescribed by a family doctor; dose and frequency were not provided. Add'l treatment includes oral keflex and darvocet, dose and frequency not provided; and oral valtrex, 500 mg twice a day. The pt also had one im ricefin, dose not provided. The pt's medical history includes chicken pox at age (B)(6) and add'l radiesse injections, 3.0 cc into cheeks (1.5 cc per cheek) by the same injector on (B)(6) 2010, with no adverse events noted. During a later f/u of (B)(6) consulting physician on (B)(6) 2010, with the injecting physician, it was determined that this event represents an intravascular injection into a branch of the angular artery and it is not a herpetic infection. From the pt photo, there appears to be at least partial thickness skin loss. Daily irrigation, aquaphor ointment to keep area moist all the time, continued keflex, and valtrex (prophylactically) were recommended. On (B)(6) 2010, as a f/u, dr (B)(6) stated the patient is a "lot better, she is recovering nicely", following the treatment outlined during consultation.